Manufacturer narrative:
The company representative visited the hospital and inspected the anesthesia workstation. The reported issue could not be reproduced. The patient cassette was replaced preventative. The device logs were downloaded and sent for investigation. The received logs show during the first minutes of the case, decreasing levels of oxygen concentration, tidal volume, anesthetic agent and pressure. The logs indicate that the experienced event may have been caused by a temporary stuck inspiratory one way valve in the patient cassette. During a visual inspection of the returned patient cassette there were no indications of the inspiratory valve being stuck. Simulated use testing with similar settings as during the experienced event was performed but the reported issues could not be reproduced. Prior investigations of similar failure modes have been performed in which different methods to simulate a stuck valves have been used. The valves were exposed to saline, human saliva and water which were added to and then extracted from a co2 absorber. When performing the simulation method above it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation methods corresponds to the reported event. The root cause of the reported event has not been determined.

Event description:
(B)(4).

Event description:
It was reported that during a procedure, the o2 safety guard on the anesthesia workstation was activated, since the device did not deliver the right flow rate of fresh gas. There was no harm to the patient reported. (B)(4).